Event description:
Philips received a complaint by the customer on the v60 indicating while the unit was in use it alarmed error code 1134 blower stalled error message on screen and unit was removed from service without incident, no patient harm reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and the complaint was not confirmed but noted the filters were extremely dirty and error 1134 was present in the event log. Verified in pneumatics that blower rpm testing passed with pressure applied and air delivery test passed per customer, advised customer the filter replacement should resolve the issue and recommended performing extended run in after testing to ensure there are no repeat error, customer acknowledged and will continue testing, issue resolved. After further troubleshooting, the customer informed that he replaced the filters and performed testing with no errors. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.